Event description:
It was reported that the user experienced recurrent low glucose between lunch and dinner, including a measured value of 64 mg/dl several hours after lunch, along with high glucose following dinner; trend data indicated the ilet had reduced lunch boluses and increased dinner boluses over the prior two weeks, and the user reported using oral glucose for correction while also reviewing meal announcement timing. Symptoms included hypoglycemia without awareness. Outcomes included no hospitalization, no professional intervention, no ketone testing, and self-treatment with oral glucose. Investigation included review of device performance trends and user education on meal announcement timing. Investigation of this case revealed no device malfunction and suggested use-related factors, specifically meal announcement timing, as the likely contributor to the hypoglycemia between meals and subsequent post-dinner hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with use-related factors and not a device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.